Manufacturer narrative:
The device was evaluated by the MFR. The service technician noted that they could not insert pin. Based on previous complaint history and description of failure event, the most likely cause is that the impreglon process dupont 595-203 coating wore off the collet. This can cause coating build up in the collet and prohibit a pin from being inserted.

Event description:
It was reported that the impreglon process dupont 595-203 coating wore off the collet. This was noticed while the device was at the MFR for service. There was no pt involvement or adverse consequences related to this event.